Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged charging supply issue was unable to be verified due to the charging supplies not being returned for investigation; however, a different issue was identified.

Event description:
It was reported that the tandem-provided charging supplies was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.